Manufacturer narrative:
(B)(4).

Event description:
It was reported during a scheduled follow-up, fluoroscopy revealed externalized conductors. The physician decided to address the issue in three months. No adverse consequences were detected.